Manufacturer narrative:
(B)(4). Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a patient over the age of 45 years old. (B)(4).

Event description:
Case report stated the patient had a micl implantable collamer lens implanted in the patient's left eye (os) "8 years earlier". The patient was found to have a decline in visual acuity from an anterior subcapsular cataract and elevated iop. There were signs of pigment dispersion. Diffuse optic nerve thinning was consistent with advanced glaucomatous visual field defects. The patient was treated with topical glaucoma medications and the phakic icl was explanted concurrently with cataract surgery to prevent further visual field loss. The patient's iop remained controlled on topical glaucoma medications post-operatively and his best-corrected visual acuity in 20/20. He continued to note subjectively diminished vision and advanced visual field defects that persisted after cataract surgery.

Manufacturer narrative:
The patient's iop remained controlled on topical glaucoma medications post-operatively. Work order search: no similar complaint type events were reported for units within the same lot. Conclusion:- not considered off-label due to age of the patient being under 45 years old at the time of the surgery. (B)(4).